Event description:
Customer reported the defibrillator was not delivering the correct shock level when connected to a pt. Pt expired. Customer stated the device did not cause or contribute to pt outcome as the pt was pnb (pulseless nonbreather) at the time of their arrival at the scene. Mfrs representative unable to duplicate the reported condition. Proper operation of the device was confirmed.